Manufacturer narrative:
See MFR: 3012307300-2018-00683.

Event description:
It was reported that flames were observed coming from a medfusion® 4000 wireless syringe infusion pump. Charring was observed on the back of the pump at the power cord attachment. The patient was moved to another room. No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump and the pump, power cord and power cord retainer were all badly burnt in and around the ac receptacle as a result of electrical shorting due to extensive fluid ingression. There was cracking found on the top case and left and right plunger cases as a result of chemical attack. There was impact damage to the front left top case corner with a piece of the top case missing. There was a lot of fluid residue found around the top case and bottom case seal. There was fluid ingression found inside the pump, but no evidence of fluid residue was found on or near the power supply assembly. Further investigation found that the customer introduced fluid to the surface of the power cord plug while plugged into the pump, which migrated via the plug's mold fixture holes into the interior of the power cord plug and shorted between the hot and ground leads at the base of their connectors. Testing and analysis was performed by an outside lab. It is speculated that the power cord plug may have had material voids inside that allowed fluid to connect the hot and ground leads. This is the first time that this type of failure (fluid ingression into the interior of the power cord plug) has been reported by a customer and observed by smiths. Based on the evidence, the complaint was confirmed. The root cause was attributed to the introduction of fluid to an electrical component.